Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. Upon receipt, the catheter was visually inspected, and the pebax was found damaged (with a hole) and foreign material inside. Further evaluation found the thermocouple test failed. A failure analysis was performed, and it was found that there is a loss of electrical resistance from the cut to the dome creating the temperature issue. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. This issue was previously investigated and does not represent any patient safety impact as it will result in the catheter not being able to read temperature, and thus, the catheter not being able to deliver rf energy to ablate. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # : (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that the system returned a catheter sensor error. After changing the cable, a new catheter solved the issue. There were no patient consequences reported. The customer¿s reported sensor error is not considered to be MDR reportable since the catheter cannot be used and must be replaced. On 9/30/2020, the bwi product analysis lab received the complaint device for evaluation. On 10/15/2020, during catheter inspection the pebax was found damaged, with a hole in the pebax and foreign material inside. This finding of a hole in the pebax has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 10/15/2020 and reassessed it as MDR reportable.